Event description:
It was reported that product performance data was reviewed and classified as oversensing and inappropriate detection. The right atrial (ra) lead and device remain in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2009. A 4196 implantable pacing lead: (B)(6) 2009.